Event description:
This lead was implanted on (B)(6) 2009 and was capped on (B)(6) 2014 due to failed lead. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).